Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide after an unspecified procedure. Reportedly, the stainless steel shaft bent in the foot area. The method used to achieve hemostasis was not provided. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of occurrence is estimated, the exact date was not provided by the hospital.

Event description:
Subsequent to the initial medwatch report the following additional information was received: it was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after a diagnostic procedure. Reportedly, the stainless steel shaft bent in the foot area. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. The technician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The condition of the returned device was confirmed. Based on the investigation, the cause for this reported event is undetermined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.